Manufacturer narrative:
Foreign - report source: (B)(6).

Event description:
Information was received that a smiths medical portex polar ivory endotracheal tube (nasal) cuff leaked from inside the "ett". Subsequently, the patient required re-intubation. No adverse patient effects were reported.